Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted concurrently with vaginal hysterectomy and perineorrhaphy due to sui and uterine prolapse. It was reported that following insertion the patient experienced extrusion and recurrence. It was reported that the patient underwent sling revision on (B)(6) 2004 due to pain. (B)(4).

Manufacturer narrative:
Date sent to FDA: 06/10/2016. It was reported that following insertion the patient experienced incontinence. It was reported that the patient underwent a surgical procedure on (B)(6) 2003 and mesh was implanted concurrently with vaginal hysterectomy and perineorrhaphy. No additional information was provided.